Manufacturer narrative:
(B)(4). Approximate age of device ¿ 2 years and 1 month. Device evaluation: the evaluation of the returned pump revealed the presence of deposition; however, the observed deposition could not be conclusively correlated to the reported event of elevated ldh and hemoglobinuria. Thrombus and hemolysis are listed in the instructions for use as potential adverse events that may be associated with the use of heartmate ii left ventricular assist system. Upon disassembly of the pump, a small, white tissue-like deposition was found loosely seated on the inlet bearing ball. The deposition had a soft texture, was not adhered to the blood-contacting surface, and did not show any evidence of denaturation. The non-laminated structure of the deposition suggests that it did not initially form on the inlet bearings; however, its origin could not be conclusively determined. Although a duration of time for which it was present in the device could not be determined, the deposition did not appear to have been present while the pump was supporting the patient and could not be conclusively correlated to the reported elevated ldh and hemoglobinuria. The evaluation could not determine a specific cause for the development of the observed deposition. Examination of the remaining blood-contacting surfaces did not reveal any additional depositions or thrombus formations. Visual inspection of the pump bearings, rotor, and blood-contacting surfaces did not reveal any anomalies. The pump operated as intended during functional and electrical testing. A review of the device history records revealed the device met applicable specifications. No additional information was provided. The manufacturer is closing the file on this event.

Event description:
The patient was implanted with a left ventricular assist device on (B)(6) 2014. It was reported that the patient was admitted with suspected thrombus and a lactate dehydrogenase level of 1375 u/l and hemoglobinuria. Lvad power elevations and unspecified alarms lvad system were observed. The patient's inr was 2.2 and the patient was administered bivalirudin and IV fluids. The patient reportedly did not have heart failure symptoms. A pump exchange was performed on (B)(6) 2017.